Event description:
According the reporting hosp "surgeon was inserting first vertebral spacer and it broke. It was retrieved and a new spacer of the same size/specs (specification) was successfully implanted without further complications."

Manufacturer narrative:
Device was returned, too damaged to determine the root cause of the device breaking. The DHR was reviewed which documents that this device was mfg to pioneer specs. This occurrence did not result in any serious injury to the pt or surgeon.